Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 02-aug-2020.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level. Customer¿s blood glucose level was 1700 mg/dl. Customer stated that the insulin pump screen was white and not turning on. The insulin pump will not be returned for analysis.